Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2025. It was reported that the balloon leaked water. The procedure outcome remains unknown. No further information has been obtained despite good faith efforts. The type of procedure and the anatomy location of the procedure are unknown, and it is being reported as the leak may have occurred in the esophagus. There were no patient complications reported as a result of this event.